Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that extreme force was used to attach the syringe to the silicone balloon hysterosalpingography injection catheter (quantity 3) during balloon inflation. The plunger on the syringe vacuumed the air back into the syringe, and the balloon would not deflate. A new cook silicone balloon hysterosalpingography injection catheter from a different lot number was used to complete the procedure. This product problem occurred prior to patient contact, and it did not result in any reported patient impact.